Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and a low blood glucose (bg) level ranging from 20 to 40mg/dl. Customer consumed carbohydrates to address the low bg, and administered a correction bolus to address the high bg. Cause of high and low bg was not known. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.